Manufacturer narrative:
Additional info - e1: email - (B)(6). A getinge field service engineer (fse) evaluated the unit. The fse replaced scroll compressor. Resolved issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarm. No harm or injury to the patient was reported.